Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a latitude yellow alert was issued for a lead safety switch due to low, out-of-range impedance measurements on the right atrial (ra) channel of this device. The lead was later surgically abandoned and replaced. This device remains in service. No adverse patient effects were reported.